Manufacturer narrative:
A single definitive likely cause could not be determined therefore the alinity c processing module serial number (B)(6), was considered the likely cause. A review of the alinity I am processing module serial number (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the alinity I am processing module, serial number (B)(6).

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The sample gave both negative and positive results. The results were not reported out. The following data was provided: sid 240198634901 processed on 10july2024 results = <5.1 pg/ml repeat = 87.80 pg/ml then repeated x3 = <5.1 pg/ml expected troponin result = <15 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The sample gave both negative and positive results. The results were not reported out. The following data was provided: sid (B)(6) processed on (B)(6) 2024 results = <5.1 pg/ml repeat = 87.80 pg/ml then repeated x3 = <5.1 pg/ml. Expected troponin result = <15 pg/ml no impact to patient management was reported.